Event description:
Pt intubated by ed resident due to present status. Upon placing ett securement device, I was unable to effectively lock or snap it in place as the device usually performs. I notified the physician, obtained an additional ett securement device, and encountered the same issue. Charge therapist was notified and brought a third one to bedside which successfully could be secured. Upon inspection after the event with the charge therapist and respiratory coordinator, it was noticed that the two securement devices that were trialed first were faulty with a missing piece. Name of securement device hollister anchorfast, lot number 3a312.